Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope wash didn't work properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use with evidence of blood were observed on the cannula handle and shaft. The cannula tubing, toggle and c-ring appeared intact. No visual defects were observed. To test functionality of the scope washer, following the instructions for use, a 5 cc syringe filled with saline was attached to the scope washer connector (blue). The plunger of the syringe was pushed. It was observed that the saline fluid squirted straight out from the c-ring into the direction of the endoscope lens. This was done 5 times. There was no observed failure each time. Based on the returned condition of the device and evaluation results, the reported failure mechanical issue was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 scope wash didn't work properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.